Event description:
Approx 2 struts of the stent were found exposed from its protective sheath, as soon as the product was taken out of the package. The physician noted that he did not pull the outer sheath, and the tuohy boast valve was tightly closed. There was no damage to the packaging. There was no mishandling of the product. The product was stored correctly. There was no damage noted to the distal tip. The device was secure in its packaging. The product was not used in the pt. Another stent was used to complete the procedure.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.